Event description:
It was reported that the patient stated that the length of his penis had been shortened after an inflatable penile prosthesis (ipp) implant procedure. Patient services specialist tried to contact the patient but was not successful. No additional information was reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient stated that the length of his penis had been shortened after an inflatable penile prosthesis (ipp) implant procedure. Patient services specialist tried to contact the patient but was not successful. No additional information was reported.